Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing and pacing inhibition with small pauses. Technical services (ts) reviewed device data and x-ray imaging and confirmed that the noise could be connected to a lead integrity concern. As lead damage near the subclavian region was identified and suspected to be the cause of the observations, the patient was hospitalized for a system revision and the physician made the decision to replace the lead, which was capped and abandoned in the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing and pacing inhibition with small pauses. Technical services (ts) reviewed device data and x-ray imaging and confirmed that the noise could be connected to a lead integrity concern. As lead damage near the subclavian region was identified and suspected to be the cause of the observations, the patient was hospitalized for a system revision and the physician made the decision to replace the lead, which was capped and abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific as it was abandoned in the patient, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on the clinical observations, this lead may be damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the event description for more information regarding the specific circumstances of this event.